Manufacturer narrative:
The field service engineer (fse) observed a wash valve motion error on the event log and discovered excessive air in the wash buffer lines. The fse removed and cleaned the wash valve assembly with deionized (di) water and primed the dispense probes. The fse completed system check and preventative maintenance (pm) minor and performed a 50-replicate precision run for the troponin I assay. The customer completed all assay quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. Patient samples were collected in 13 mm becton dickinson (bd) lithium heparin gel separator tubes and centrifuged for eight minutes at room temperature. The samples were tested by aliquotting the sample into an insert cup, placed in the primary tube. The laboratory performs quality control (qc) every 24 hours. The customer stated qc was in range at the time of the event. System check, performed on (B)(6) 2013, passed within specification. All related medwatch reports associated with this incident: 2122870-2013-00314, 2122870-2013-00315, 2122870-2013-00316.

Event description:
The customer reported erroneous troponin I (access accutni) and creatine kinase-mb (ck-mb) results, for three patients, on three separate days, involving the access 2 immunoassay system used in conjunction with the access accutni and access ck-mb assays and calibrators. Subsequent analyses of the patients' samples, on an alternate access 2 system, recovered negative results. Two of the patients' results were released out of the laboratory. The customer is uncertain if patient treatment was impacted. There has been no report of patient injury requiring medical intervention or change to patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This report references the event date noted.